Event description:
It was reported that an a 1059 mayfield skull clamp was involved in a slippage which resulted in a patient incurring a laceration. The following information was provided. Type of procedure being done at the time was a thoracic 9 laminectomy. En bloc resection of thoracic 10 posterior elements, thoracic 8-12 posterior instrumentation using medtronic solera pedicle screws. The patient had not been repositioned prior to the slippage/laceration, but the patient incurred a laceration as a result of this event. Staples were required to repair this injury. The surgery was delayed 30-40 minutes in order to stop the bleeding and repair the laceration. The patient did recover from the laceration.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.